Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer stated that the architect c16000 analyzer generated low results which upon repeat were higher. In addition liquid was discovered by the instrument. Field service was dispatched and addressed the issue by replacing the high concentration pump/pump head tubing. The subsequent service history for the architect c16000 analyzer revealed no additional complaints for discrepant/erratic results have been reported. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency

Event description:
The customer stated that the architect c16,000 analyzer generated low results which upon repeat were higher. Patient ID (B)(6): an initial sodium result of 108 mg/dl was generated with a repeat result of 141 mg/dl. Patient ID (B)(6): an initial sodium result of 107 mg/dl was generated with a repeat result of 142 mg/dl. An initial calcium result of 5.4 mg/dl was generated with a repeat result of 8.8 mg/dl. Patient ID (B)(6): an initial calcium result of 5.3 mg/dl was generated with a repeat result of 9.1 mg/dl. There was no report of impact to patient management.